Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting and kept giving a beeping noise. Analysis of the system log file showed no errors. During troubleshooting, the philips remote service engineer (rse) found that the f4 fuse in the module ny1 was defective. The rse replaced the fuse and switched on system without an ups. Upon further troubleshooting, the fse confirmed an issue with the 1-phase ups. The fse replaced the ups controller and battery. After replacement of the ups controller and battery, the system was returned to use in good working order. The defective parts were returned for analysis and investigation indicated that the batteries still could deliver sufficient power and found electronic defect in ups 1phase data integrity controller which burned print. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.